Event description:
A customer contacted stryker to report that their device unexpectedly lost power several times. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial vigilance report with MFR report # and stryker reference# (B)(4), submitted on (B)(6) 2024, was submitted in error. This vigilance report was found to be a duplicate of the initial vigilance report with MFR report # 0003015876-2024-02411 and stryker reference (B)(4), submitted on (B)(6) 2024.

Manufacturer narrative:
The customer provided correct sn of the device. Section d4 lot/serial no. Of this MDR indicates: (B)(6). Section d4 lot/serial no. Of this MDR should indicate: (B)(6). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device unexpectedly lost power several times. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.